Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the axium coil was returned for analysis and found the implant coil still attached to the pushwire. The instant detacher (ID) used in the event was not returned. The axium pushwire actuator interface was found bent and detached (loose) from within the coupler tube. The axium pushwire break indicator (bi) was found intact at the at the manual detachment location (via hypotube). This indicates that there appears to have been an attempt to detach the implant utilizing the instant detacher; however, there was no indication that the manual detachment method was used as indicated in the customer¿s report. Under the microscope, the coin was found to be located against the lumen stop, the shield coil was found to be present, and the implant coil was still attached to the pushwire. The implant coil was found damaged and had lost its original shape. As the pushwire was not intact the axium coil could not be used with an in-house ID. Therefore, the pushwire was broken. Difficulty was encountered pulling the release wire out from within the pushwire. This likely indicates that the coin is jammed at the lumen stop. Using tweezers, an accessible portion of the release wire was pulled causing the coin to pull out from the lumen stop, detaching the implant coil. Dried red residue (likely blood) was found on the coin. The coin was cleaned with alcohol to remove the dried residue. The coin appears to be in good condition. During the analysis, the pushwire retainer ring with lumen stop broke from the pushwire and was lost. Therefore, any further evaluation could not be conducted. The implant coil detach element ball was found to be in good condition. Based on the device analysis and reported information, the report of ¿non-detachment¿ was confirmed. It is likely that the coin jammed against the lumen stop which led to the failure of the implant coil from detaching from the pushwire. There is evidence that the instant detacher used by the physician engaged or pulled on the actuator interface. However, there was no indication that the manual detachment method was used. Regarding the customer¿s report of ¿premature detachment¿ the issue could not be confirmed as the axium implant coil was found still attached to the pushwire. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed. Related mdrs for this event: 2029214-2020-00296. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information the first axium coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use) during the coiling treatment of aneurysm. It was reported that the physician attempted to detach the coil 4-5 times with using instant detacher and 2 times attempted with manual detachment. The coil finally detached inside the medtronic microcatheter. It was also reported that second axium coil detached prematurely inside the medtronic microcatheter. This second coil was not repositioned and not attempted to be detached. The patient underwent coilin treatment for a small unruptured saccular aneurysm located in internal carotid artery (ica). A continuous flush was administered during the procedure. The device and the accessory devices were prepared as indicated in the instructions for use (IFU). The vessel anatomy and blood flow were both normal.